Manufacturer narrative:
The insulin pump alarmed a33 during displacement test due to motor with high currents draw also, with loud grinding motor noise during rewind due to faulty motor. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump made a lot of noise. The patient's blood glucose level was unknown. The customer sent the product back for analysis.